Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician's office on (B)(6) 2013 stated that no complications have been reported. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.